Event description:
While injecting IV contrast through the patient's power injectable port, which had been verified per department protocol, the clave at the end of the secondary line blew apart. The clave was removed and the patient's rn then changed the clave and attached a new clave. The port was assessed and functioned correctly when the patient left the CT dept. There were no complications. Note: one new and two used mc100 microclave clear neutral connectors were returned to the vendor for analysis. The two used connectors were returned to the vendor with the silicone seals protruding from the female luer opening. The vendor analyzed and sent us a report; see findings under "manufacturer's response." Manufacturer response for micro clave connector, injectable infusion set, power loc max power (per site reporter): manufacturer analysis: the complaint of a mc100 microclave silicone seal protrusion while power injecting through a bard power loc max power-injectable infusion set was confirmed in the two samples returned for investigation. When power injecting through a mc100 microclave on a power loc max set, inject only through the mc100 connected to the y-port and activate the clamp distal to the y-port to isolate the mc100 microclave connected at the distal end from excessive pressure. This action will eliminate the potential for a silicone seal protrusion during use.